Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10022.

Event description:
During a latarjet procedure, the doctor drilled with the coracoid drill bit for top hats, he tapped the bone with the coracoid tap. Upon inserting the two top hat implants he noticed some shedding of metal. The metal was a think sheet like quality. He wasn't sure where the metal came from. It was either from the top hat or the screwdriver. The piece of metal was removed from the shoulder. The top hats seated as normal and the case was completed without any patient consequences.